Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Adding awareness date for 9610617-2025-00284 supplemental #2, as it was submitted without the awareness date. The awareness date should be april 14, 2025. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that shaft is broken. No negative impact in state of patient health reported.

Manufacturer narrative:
New information was received march 25, 2025 and march 26, 2025. The event description was corrected as follows: the defect was detected during incoming inspection at the customer. The instrument was defective out of the box. Tip unhooked. The instrument was not used. There was no patient or procedure involved. According to the event description there is no information that the event caused a harm or serious injury to patient, user or third party. Since the risk analysis is based to patient, user or third party harms no risk-ID is applicable to the reported event. Non-serious events are monitored through the trending process (q1.5. 0001.wi002). Based on this new information the sentinel event referenced in version ba is not applicable and no similar event that caused or contributed to a death or serious injury could be found. In conclusion the probability of this malfunction to cause or contribute to a death or serious injury is considered as negligible and therefore not reportable. The event is filed under internal karl storz complaint ID: (B)(4).